Event description:
A female pt contacted lifecor customer support to report that her battery charger was not working. She stated that there was a red blinking light no matter which battery pack was placed in the charger. Support sent a pt services rep (psr) to the pt to replace the battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.